Event description:
Skilled nursing facility patient with history of total knee replacement to right. Receiving skilled physical therapy including ifc (e-stim) treatment with cold pack to right knee skin condition documented as intact prior to initial treatment and intact following treatment. Patient response to treatment documented as no c/o about tingling or burning. Underwent three more treatments without any complications. On (B)(6) 2014, patient rec'd 5th e-stim treatment to right knee. Skin intact prior to treatment, following removal of electrodes a yellow discoloration noted to lateral side of right knee. Initial interventions included medication to affected areas, but wounds later required surgical debridement two times.